Event description:
Info received from the procedural physician states that this pt was presented to the interventional lab for placement of an inferior vena cava (ivc) filter. The pt's indication for insertion of the filter was bilateral pulmonary emboli (pe) and saddle embolus. The pe was diagnosed in 2003, when a cat scan of the chest was performed. The pt had no contraindication for anticoagulation and began therapy on the same day. There was no recurrent pe inspite of the anticoagulation. The physician notes that there was no thrombus at the delivery site pre or post implantation of the filter. Access was made at the right femoral vein and the filter was deployed below the renal veins. There were no reported procedural complications. Approximately 18 months later the pt was admitted to the hosp after having a syncope episode.